Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00169, 0001032347-2021-00170, 0001032347-2021-00172, 0001032347-2021-00173, 0001032347-2021-00174. Concomitant medical products: 1.5 lactosorb system 1.5 x 5 mm lactosorb screw, part# 915-2316, lot# 595560, 1.5 lactosorb system 1.5 x 5 mm lactosorb screw, part# 915-2316, lot# 595560, 1.5 lactosorb system 1.5 x 5 mm lactosorb screw, part# 915-2316, lot# 595560, 1.5 lactosorb system 1.5 x 5 mm lactosorb screw, part# 915-2316, lot# 595560, 1.5 lactosorb system 1.5 x 5 mm lactosorb screw, part# 915-2316, lot# 595560. Report source foreign: (B)(6).

Event description:
It was reported that six (6) screws fractured upon implantation. The screws were used on the infraorbital margin and zygomatic frontal suture. The surgeon thought he was not inserting the screw diagonally because it was the lower edge and the suture. The surgeon also thought it was strange that the event occurred even if the patient¿s bones were hard. The malfunctions caused a delay greater than thirty (30) minutes. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.